Event description:
Boston scientific received information that the communicator caused a humming noise on the patient's telephone line. No adverse patient effects reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory did not confirm the reported allegation, however, found that the power supply did not meet specification. The power supply case was melted and the power supply became excessively hot to the touch during analysis.